Manufacturer narrative:
(B)(4). D10: unknown femur, unknown femoral stem, unknown art surface. G2: foreign - event occurred in denmark. Literature - holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55, 100722. Https://doi.org/10.1016/j.jbo.2025.100722. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient experienced septic wound dehiscence due to necrosis of the patella leading to removal of the implant and ultimately arthrodesis. Attempts to obtain additional information have been made; however, no more is available at this time.